Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting, it was reported that an unknown transfer set had disconnected from the patient line of a homechoice automated pd set with cassette. This occurred during drain three of five of peritoneal dialysis therapy, while the patient was asleep. The patient was connected at the time of the disconnection. The technical service representative advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.